Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 33mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness. Reportedly the customers roommate administered a glucagon shot and provided orange juice. Additionally, the customer consumed carbohydrates and protein to address their bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.